Event description:
Information received indicates the foot hi/low cylinder is drifting completely down in three hours.

Manufacturer narrative:
The technician replaced the foot hi/low cylinder to repair the bed.